Event description:
It was reported that the patient experienced an infection. It was further reported that the patient had ¿redness, swelling, and pain¿ ¿below her lead site¿ which had ¿infraorbital placement.¿ the infection location was also stated as at the ¿catheter or lead track.¿ the patient was administered ¿both oral and intravenous antibiotics.¿ cultures taken from the ¿device pocket¿ were reported as ¿negative culture¿ types. It was also noted that the patient did not have meningitis. It was stated that the patient underwent a ¿total device system explant.¿ further information was not known at the time of report. This event was previously reported under manufacturer¿s report# 6000153-2013-00040. Any additional information received regarding the event will be reported under this manufacturer¿s report #.

Manufacturer narrative:
Product ID: 3777, lot# va05cgy002, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3777, lot# va05cgy002, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had their entire scs system explanted on (B)(6)2013 due to infection. No further complications are anticipated.